Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The analysis results found that the device was returned with no damage in the external components. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 3 straps were found inside cannula shaft. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable.

Event description:
It was reported that the patient underwent a hernia repair on (B)(6) 2019 and the absorbable straps were used. It was reported that during surgery the staplers did not hold the staples, i.e. At the time of stapling, stapled but released the staples did not remain in the fabric, ie the straps were not adhering to the tissue. Another stapler was opened and joined the mesh. There was no harm to the patient and no adverse events were reported.